Manufacturer narrative:
The reported issue was confirmed. Per visual inspection a cut to 0.5¿ from the bifurcation on the drainage lumen was found. Then, was injected water by drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that urine leaked out after the catheter was inserted. It was later found that there was damage near the funnel of the catheter. Another catheter was used for the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked out after the catheter was inserted. It was later found that there was damage near the funnel of the catheter. Another catheter was used for the patient.